Event description:
As reported to coloplast by the physician, a pt experienced an infection.

Manufacturer narrative:
This product was initially reported to coloplast as an acuform, although no product was available for evaluation at that time. Therefore, coloplast reported this incident on its alternative summary report to FDA dated october 16, 2008. Product subsequently became available for evaluation, at which time the product in this incident was identified to be a genesis, which does not have a quarterly reporting exemption and rather is 30-day reportable. Coloplast submits this initial 30-day medwatch as a supplement to the report made via asr dated 10/16/2008, as well as this medwatch being a follow-up containing evaluation results. Two malleable rods were returned for evaluation. Because examination of the returned components may not conclusively confirm or disprove the report of infection, coloplast did not perform a microscopic examination. Based on the info provided, coloplast accepts the physician's observations of such as the reason for surgical intervention. A review of the device's lot history records indicates this lot passed sterility testing prior to being released. Coloplast concludes that the device was sterile prior to the device packaging being opened and that the infection originated from source(s) other than the device.